Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertions site, on (B)(6) 2026. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. Subsequent comparisons were taken after the patient took (B)(6) of insulin and they were reported to fall within the d and c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4).